Event description:
The dr claims that upon release of the first clamp, the graft "oozed" blood (quantity unk) along its entire length. The dr states that the graft had been soaked in rivampirin. There was no injury or complication to the pt. The pt's condition is ok.